Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the no-telemetry condition on the bench, but the failure cleared after a power on re-set during can opening. No correlation was found to the explant damage observed on the electrode located in the device header. After the power on re-set the device/hybrid were found to be functioning nominally. No hybrid anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted for an unknown reason. The device was returned to the manufacturer, analyzed and tested out-of-specification. No patient complications have been reported as a result of this event.